Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination was performed. The handshake connection was inspected and no damage was noted. A connect/disconnect test was performed to and no issues were noted. The annulus of the catheter was inspected and it was found to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2014-03545. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were used to treat the target lesion located in an unspecified vessel. During preparation, the burr was loaded on the wire. Upon setting up the burr speed, the burr cut the wire outside the patient. Flushing and irrigation was performed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is stable.

Event description:
Same case as 2134265-2014-03545. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were used to treat the target lesion located in an unspecified vessel. During preparation, the burr was loaded on the wire. Upon setting up the burr speed, the burr cut the wire outside the patient. Flushing and irrigation was performed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
(B)(4).